Event description:
It was reported by the clinician that after the catheter was placed successfully they were able to draw blood back. The clinician was able to draw air continuously without resistance at approximately 145cc, then clamped. At first blood, in small amount, and air were drawn intermittently from the catheter and then it was just air being drawn out. Additional info received on 08/10/2009 stated they aren't accustomed to flushing the catheter prior to insertion. Once inserted they allow back flow of blood to prime it and then flush it with saline or connect it to a saline drip. There was no leak noted when it was flushed. The tvp wire was already in when they noted the air leak. The tvp wire was pulled out and the catheter. They inserted another catheter to the left internal jugular (ij). The catheter with the air leak was in the pt's right ij. No additional info is currently available.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.